Manufacturer narrative:
The reported complaint of a user advisory (ua) 18 (max take-up revolution exceeded) message with the autopulse platform (B)(4) was not reproduced during functional testing, but was confirmed during archive review. There were no parts identified for replacement. The autopulse platform is a reusable device and was manufactured in (B)(6)2004 and in use beyond the serviceable life expectancy. A test manikin was used to test the platform for 15 minutes and no fault errors were observed. There was no device malfunction or defect found. Multiple ua 18 messages were observed in the archive, on the reported event date, as well as ua 45 (not at home position after power-on/restart). The ua 45 is unrelated to the reported complaint. User advisory error messages are designed into the platform when one of several conditions is detected. The platform will display ua 18 when there is no load change detected at the load plate, possibly due to no patient present or patient too small. Ua 45 typically occurs when the lifeband straps were not pulled completely out prior to powering on the device. Both conditions are typically correctable by the operator. The autopulse user guide provides instructions that guide the operator to follow general steps to troubleshoot advisories and faults. If they are unable to clear the indicators, the customer is instructed to call zoll. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse (B)(4). The autopulse platform passed all testing criteria.

Event description:
During a verification check a manikin was placed on the autopulse platform (B)(4) for testing and a user advisory 18 (max take-up revolution exceeded) message was displayed. The reported issue was not resolved after the manikin was re-positioned and the lifeband reinstalled. No patient involved.